Manufacturer narrative:
Inspected one opened or used sensor and performed visual inspection and found insertion needle bent inside the sensor base. No needle or sensor break was not detected during analysis. Unable to confirm customer received sensor in said condition due to customer returned opened or used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call the sensor was broken inside their body. Customer said blood glucose at the time of incident 188 mg/dl. Customer reported that they did not receive medical treatment as a result of the needle fracturing while still in the body. Sensor will be returned for analysis.